Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of rebx1071 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the PICC catheterization was conducted on the patient on (B)(6) 2018, and the catheterization process was successful. After the catheterization, the catheter was used to infuse the drug solution normally. However, the left arm of the catheter was turned upside down when the patient was on the bed for the infusion process on (B)(6) 2018. The arm is pressed under the body and the left upper arm with the catheter is pulled out from the body and the catheter extension tube is detached from the valve cannula. The catheter cannot be used anymore. Open a new catheter package and a new catheter was placed on the patient for intravenous infusion therapy.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a detached hub is confirmed and was determined to be use related. One 5 fr dual lumen powerpicc solo was returned for evaluation. An initial visual observation showed the entire catheter and both extension legs were discolored and use residue was observed throughout the sample. The red luer hub was observed to be detached from the extension tubing. The extension tubing of the red lumen was noticeably elongated, measuring approximately 3.5 in. Long. A microscopic observation revealed no portion of the extension tubing within the red luer hub. The break surface was observed to have slightly rounded edges and a flat and mostly smooth surface. The characteristics of the break surface and the evidence of plastic deformation of the extension tubing suggest the luer connector hub became detached due to excessive tensile force. A lot history review (lhr) of rebx1071 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the PICC catheterization was conducted on the patient on (B)(6) 2018, and the catheterization process was successful. After the catheterization, the catheter was used to infuse the drug solution normally. However, the left arm of the catheter was turned upside down when the patient was on the bed for the infusion process on (B)(6) 2018. The arm is pressed under the body and the left upper arm with the catheter is pulled out from the body and the catheter extension tube is detached from the valve cannula. The catheter cannot be used anymore. Open a new catheter package and a new catheter was placed on the patient for intravenous infusion therapy